Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse started the system and error 1162 occurred. The fse replaced the universal surgical manipulator (usm) to resolve the error. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. In artemis, the error 1162 was found indicating ¿axes controller magnetic cannula sensor fault reported by the axes controller spar (acs) board in usm cannula sensor read timeout, hardware not responding¿ on the usm ¿0x3¿ axis, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a known good system where the component functioned as expected. The usm was then installed onto a patient side cart (psc) fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the axes controller spar cannula (acsc) board was further inspected, and no faults could be identified.

Event description:
It was reported that prior to the start of a da vinci-assisted nephrectomy surgical procedure, user informed the technical support engineer (tse) that they encountered a repeated error 1162 on universal surgical manipulator (usm) 1. The user was instructed to perform an emergency power off restart, but the error returned immediately. Further instructions were given to place a trocar onto the cannula mount on arm 1, but this also did not resolve the issue. The user aborted the procedure post anesthesia since they need all 4 arms to proceed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that ports were not placed yet since the patient was not in the pr room when the issue occurred. The usm1 was replaced on the same day by a field service engineer (fse).